Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap anterior resection procedure, the device formed staples proximally and distally but not in between. This resulted in having to put an endoloop around the vessel to maintain homeostasis. There was no patient consequence.